Event description:
It was reported that an ilet screen was found cracked and the device would not unlock, rendering it unusable; the user was unsure how the damage occurred and began using backup therapy. Symptoms included no injury. Outcomes included interruption of insulin delivery and the need for alternative therapy. Investigation included collection of user reports and plans for data synchronization before return. Investigation of this case revealed a damaged display that prevented device operation. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the screen leading to device inoperability.

Manufacturer narrative:
Initial.